Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their scs shut off for a while because it was not working right. The patient said they need the device adjusted because the buzzing (stimulation sensation) was making the patient¿s anxiety/panic attacks worse. The patient was redirected to their healthcare provider (hcp). It was noted the patient was implanted for nerve pain and they had not been to heir hcp recently due to insurance reasons. The patient stated this was happening for the last six months. No further complications were reported.